Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance measurements on the pace/sense coil, rv coil and superior vena cava (svc) coil. It was also reported that the rv defibrillation coil exhibited undefined high impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.